Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary 1 drawer 6 both rails were shot. The field service engineer (fse) found that the slide for the full height enhanced drawer 6 was damaged, preventing it from opening. The fse also found that the retractor band had snapped. The station was powered off, and the fse replaced the slides and the retractor band. Then, the fse tested the drawer in diagnostics and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1, drawer 6 both rails had shot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.